Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8185572; medical device expiration date: 2021-06-30; device manufacture date: 2018-07-04. Medical device lot #: 8179538; medical device expiration date: 2021-06-30; device manufacture date: 2018-06-28. Medical device lot #: 8242797; medical device expiration date: 2021-08-31; device manufacture date: 2018-08-30. (B)(6).

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe was used to treat patient who was experiencing shortness of breath and oedema. Patient had swollen legs and hands. The 10ml syringe was used to flush line before and the 20ml was used after each infusion. The patient had been advised to attend the hospital for a full medical assessment via 999 but the patient refused. The patient agreed to be assessed by 111 (local gp) and follow advice. Information was sent to advise that the patient had passed away on (B)(6) 2018. No medical intervention was reported.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe was used to treat patient who was experiencing shortness of breath and oedema. Patient had swollen legs and hands. The 10ml syringe was used to flush line before and the 20ml was used after each infusion. The patient had been advised to attend the hospital for a full medical assessment via 999 but the patient refused. The patient agreed to be assessed by 111 (local gp) and follow advice. Information was sent to advise that the patient had passed away on (B)(6) 2018. No medical intervention was reported.

Manufacturer narrative:
DHR: the non-conformances were reviewed for this batch, and there was no record of non-conformance which could contribute to the complaint verbatim reported by the customer. No sample available. Conclusion(s): there is no evidence that posiflush syringe was responsible for this reaction. A potential contributory factor maybe other medicinal products in use or administered at the time the patient¿s port was flushed. Conclusion(s): based on the information provided, it is more probable than not that the symptoms described may be an allergic reaction; however, it is highly improbable that this reaction was produced by the normal saline in the bd posiflush product. During the period 2017-2019, there are no other adverse customer complaint trends for the complaint category of allergic reaction, apart from fresenius kabi UK. There are no known allergies to normal saline, either topical or within the body. It is most likely that whatever fluid was in the IV line prior to flushing contained inadequately flushed medication or glucose from previous treatments.